Manufacturer narrative:
Reported event: customer reported that the latch on back of end effector broke off during impaction. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11-03-2014 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 206967, serial number: (B)(4), lot #: 19100214, RMA #: (B)(4). There has been three events referenced for the lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure. Conclusions: the exact cause of the event was: the variable hip end effector showed a failed locking mechanism. Specifically the locking mechanism knob was broken, which has made actuating the locking mechanism difficult. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During impaction, the latch on the back of the end effector broke off.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During impaction, the latch on the back of the end effector broke off.